Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a red call doctor (rcd) light was noted on the communicator of this implantable cardioverter defibrillator (ICD). Technical services (ts) was contacted for review. A powercycle was successfully performed and the rcd was cleared. The red alert showed high out of range pacing impedances on the right ventricular (rv) lead of this ICD. This ICD and rv lead remain in-service. No adverse patient effects were reported.

Event description:
It was reported that a red call doctor (rcd) light was noted on the communicator of this implantable cardioverter defibrillator (ICD). Technical services (ts) was contacted for review. A powercycle was successfully performed and the rcd was cleared. The red alert showed high out of range pacing impedances on the right ventricular (rv) lead of this ICD. This ICD and rv lead remain in-service. No adverse patient effects were reported.